Manufacturer narrative:
H.6. Investigation summary: samples of both lot 1906352 and lot 1908355 were returned to our quality team for investigation. The product was visually inspected and the scale was observed to be correctly placed. A device history review was performed for the reported lots, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Product undergoes visual and functional inspections throughout the manufacturing process, including volume accuracy and scale precision. The samples received were evaluated and found to meet required specifications. Based on the sample evaluation and the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that syringe 50ml ll convenience tray europe is having volumetric accuracy issues. This was discovered before use. The following information was provided by the initial reporter: in the pharmacy, random samples are carried out on plastipak using volumetric flasks, as precise dosages are necessary. Deviations are noticeable, e.g. 51.3 ml or 52.7 ml instead of 50 ml volume. Samples of competitive products show no or only a very small deviation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1906352, medical device expiration date: 2024-05-31, device manufacture date: 2019-06-20, medical device lot #: 1908355, medical device expiration date: 2024-07-31, device manufacture date: 2019-08-27. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50 ml ll convenience tray europe is having volumetric accuracy issues. This was discovered before use. The following information was provided by the initial reporter: in the pharmacy, random samples are carried out on plastipak using volumetric flasks, as precise dosages are necessary. Deviations are noticeable, e.g. 51.3 ml or 52.7 ml instead of 50 ml volume. Samples of competitive products show no or only a very small deviation.